Event description:
It was reported that during testing at the user facility, the device cable was found to be severed, a potential exposure to high voltage. As this event occurred during testing there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician was able to confirm that the device had a severed power cord.

Event description:
It was reported that during testing at the user facility, the device cable was found to be severed, a potential exposure to high voltage. As this event occurred during testing there was no patient involvement and no delay to a surgical procedure.